Event description:
It was reported a revision of a loosen stem.

Manufacturer narrative:
Results of investigation: a complaint was reported due to the loosening of a sl-plus mia stem. No part was returned for investigation. A review of the production documentation did not detect any deviation from the standard manufacturing processes. One similar complaint was reported for this batch of products. The available medical documents indicate that the patient has radiological signs of loosening. During the revision, the stem was found in 10° retro-torsion and with a distinct gap between proximal femur and stem and mobile. According to the provided documents, the patient shows a cortical thickening since 2012. The provided x-rays dated 2 months before the revision show this finding with cortical hypertrophy at the distal third of the stem. The mid third part shows radiolucent lines adjacent to the stem and at the proximal third these lines are followed/outlined by a 2 mm thin sclerotic line. Multiple biopsies and the x-rays provided support the reported aseptic loosening. Based on the available information, no specific root cause could be determined. There is however to the best of our knowledge no indication that the device failed to meet specifications at the time of manufacturing. No further actions have been initiated. If the explants or additional information becomes available in the future this investigation will be reopened.